Event description:
It was reported that log files were submitted for review and captured power cable disconnect/low power hazard/no external power while on connected to the mobile power unit (mpu) on 13feb2024 at 17:47. This was caused by power to the mpu being briefly interrupted. The log captured another power cable disconnect and low power hazard on 13feb2024 at 18:22. Both power leads were simultaneously disconnected during power change. The log also captured power cable disconnect/low power hazard/no external power on 14feb2024 at 09:58. Both power leads were simultaneously disconnected during power change. There was no pump interruption during these events as the system controller¿s backup battery (ebb) functioned as intended. All alarms resolved after reconnections to a new battery. Otherwise, there were no notable alarm conditions or parameter changes. Based on the data in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The patient also reported that the mpu was alarming inappropriately at home. The mpu was evaluated and verified no unusual alarms when in use. The mpu would not be returned for evaluation and the patient would be monitored for additional alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name was corrected section d4: UDI was corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had been plugging the mpu into an extension cord. They were advised to not plug mpu into an extension cord. The patient was advised to plug it into a dedicated working outlet. No alarms were on the mpu. The battery and wrench symbol was not lit, and the green light was on and the mpu was lit. The patient attempted to plug into mpu and had constant alarming. Alarming stopped when they returned to batteries and clips. No system controller malfunction indication of issues was noted. Upon visual inspection, the mpu was extremely dirty with worn cables, so a new mpu was provided. The mpu was evaluated and verified no unusual alarms when in use. The mpu would not be returned for evaluation and the patient would be monitored for additional alarms.

Manufacturer narrative:
D4: UDI number corrected. H5/h8: usage of device corrected. H6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of power cable disconnect, low voltage hazard, and no external power alarms was confirmed via the submitted log file. The submitted controller event log file contained data spanning 6 days ((B)(6) 2024). The log file captured power cable disconnect, low voltage hazard, and no external power alarms due to temporary losses of power while connected to the mobile power unit on (B)(6) 2024 from 6:24:31 to 6:24:35, 6:28:36 to 6:28:39, and 17:47:39 to 17:49:22. In each case, the alarms were resolved when power from the mpu was restored or when the patient connected to 14v batteries. The log file also captured atypical power cable disconnect and low voltage hazard alarms that were not associated with losses of ac power due to the relative state of charge (rsoc) voltages dropping to approximately 0 v while connected to the mpu on (B)(6) 2024 from 18:22:21 to 18:25:22 and on (B)(6) 2024 from 9:58:39 to 9:59:56. The log file also captured drops in the bus voltage on (B)(6) 2024 at 18:24:33 and 18:24:34 and on (B)(6) 2024 from 9:59:43 to 9:59:56. The drop in bus voltage resulted in a no external power alarm on (B)(6) 2024 from 9:59:46 to 9:59:56. The atypical power cable disconnect, low voltage hazard, and no external power alarms were resolved by connecting to 14v batteries. No other notable alarms were active in the log file. The system controller backup battery supplied power to the system during all losses of external power and pump function was not affected. The pump maintained a speed within the expected range throughout the log file. The exchanged mpu was not returned for evaluation. Multiple requests to the customer were made to determine if the ac power cord came loose at the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu has a v-lock connector on the ac power cord, and if exchanging the mpu resolved the reported alarms; however, the information was not provided. The root cause of the reported alarms could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit patient cable and system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend" the cables and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU)under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. This section also informs the user to plug the mpu into a properly tested ac electrical outlet that is dedicated to mobile power unit use, and not to use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbookcautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.